Manufacturer narrative:
Section a4, d4, h4: additional information. Device evaluation: the evaluation of heartmate ii lvas, confirmed internal driveline (dl) wire damage that could have contributed to the reported event. Pump kit was returned assembled with the driveline (dl) cut approximately 8.75¿ from the pump housing, the distal portion of the dl was returned measuring approximately 28" in length. Approximately 18.5¿ of the distal portion of the dl was also returned under work order 50516. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, examination of the 8.75¿ section of the dl revealed breaches to the black, orange, and green wires approximately 7.75-8.5¿ from the pump housing. Breaches to the yellow, black, brown, and orange wires were observed approximately 1-2¿ and black, orange, green 3-5¿ from the proximal end of the 28¿ dl segment. There was also inner conductor breakdown of the yellow wire approximately 0.75¿ from the proximal end of this dl segment. All the damage noted appears to be on the internal portion of the dl. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. If any of the exposed conductors contacted the braided shield while the system was operating on a grounded power source (power module/mpu), the resulting short to ground could have resulted in a pump stop. Function also could have been compromised from a phase to phase short if the exposed conductors from any two wires made direct contact or simultaneous contact with the braided shield while operating on either a grounded (power module/mpu) or an ungrounded (14 v batteries) power source. The inner conductor breakdown of the yellow wire could have caused the driveline fault alarms captured on the submitted system controller log files. Analysis of the submitted log files revealed multiple driveline fault alarms and yellow wrench advisories beginning on (B)(6) 2018 at 10:11 pm. The patient underwent a driveline repair and controller exchange on (B)(6) 2018 and no further driveline faults were recorded. Low-speed events were later recorded on (B)(6) 2018 at 2:52 to pm and (B)(6) 2018 from 2:03 pm to 9:19 pm. Multiple motor stop events were captured on (B)(6) 2018 while the patient was connected to battery during these events. Based on previous complaint experience, the captured events appear consistent with the confirmed driveline damage. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The referenced history of short to shield is reported on medwatch MFR report#2916596-2017-00582. The referenced previous pump exchange is reported on medwatch MFR report#2916596-2014-02174. Age of device: 3 years 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a driveline fault on (B)(6) 2018. The patient has a history of short to shield in the past which is being managed by staying on batteries and an ungrounded ac power cable. While the patient was in clinic on (B)(6) 2018, the yellow wrench driveline fault alarm did not clear. There was a dimple and bend in the driveline all the way to the controller. Inspection of the driveline did not show any breaks. In the x-ray submitted, there was a straight 4 inch line showing where the driveline exits the body. It was also stated that the patients driveline exits on the left because of a previous a pump exchange. There was also a hernia following the aforementioned exchange. Review of the log file by the manufacturers technical service representative confirmed the driveline fault alarms beginning on (B)(6) 2018 and continued into (B)(6) 2018. After the vad coordinator exchanged the patients controller, a new log file was submitted on (B)(6) 2018 which showed possible damage to a conductor in phase a. The vad coordinator requested a driveline repair which was completed on (B)(6) 2018. Additional information received on (B)(6) 2018 stated that multiple pump stoppages and low speed operations occurred on (B)(6) 2018 while on battery power. It appeared that the short to shield issue became a phase to phase short. Additional information on (B)(6) 2018 said that due to the driveline issues, the patient underwent a hm2 to hm2 exchange on (B)(6) 2018.